Event description:
It was reported that during a da vinci si hysterectomy procedure, fragments from the permanent cautery hook instrument broke off and fell into the patient. The broken fragments were retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The permanent cautery hook instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. Intuitive surgical, inc. (Isi) has contacted the site several times to verify additional information regarding the reported event; however, no additional information has been provided by the site. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(6) 2013, the isi clinical sales representative who was present during the surgical procedure reported that the surgeon was performing dissection when the instrument broke however, he does not know what caused the instrument to break. The instrument fragments were retrieved using a traditional laparoscopic grasper instrument through an assistant port. This complaint is being reported due to breakage of a da vinci surgical instrument, which caused fragments from the instrument to fall into the patient. Per the information provided by the site, the broken instrument fragments were retrieved.